Event description:
It was reported that a patient underwent an unknown surgery in (B)(6) of 2011 and topical skin adhesive was used. The patient experienced a allergic reaction at the incision site. The reaction developed into a cellulitis which was treated with several months of antibiotic therapy. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.